Event description:
Customer reportedly was running a stress test. Patient requested testing be stopped. Customer reportedly pressed the recovery key, and the unit did not slow down. The patient reportedly fell face first. Patient reportedly incurred injuries to teeth and gums, swollen face with abrasion, and bruised left shoulder and groin. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.